Event description:
It was reported that the patient's ventricular leadless pacemaker (vlp) dislodged. Further information was not provided.

Event description:
Additional information received indicated the dislodgement was discovered in clinic the following day due to high capture thresholds seen on the vlp. The patient was asymptomatic. A chest x-ray confirmed the vlp dislodged and embolized to the pulmonary artery, and this was further confirmed via fluoroscopy. The vlp was explanted and not replaced on (B)(6) 2026. The patient was stable throughout the procedure.